Event description:
It was reported that the pt's performance with the device had not been good over recent months. A head trauma was denied by guardians. The pt was re-implanted on (B)(6)2014.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.